Event description:
It was reported that the device exhibited intermittent undersensing on the atrial channel. The device was reprogrammed but then began to exhibit inappropriate mode switching, suspected to be due to far r-wave oversensing. Further programming changes were recommended but were not implemented. The physician elected to program the device to vvi as the patient does not need atrial support. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).